Event description:
It was reported that patient's implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing. No intervention was done. There were no patient conseqeunces.

Event description:
New information received notes that programming changes were made.